Manufacturer narrative:
Clinical investigation: a temporal relationship exists between on continuous cyclic peritoneal dialysis [cc(pd)] therapy utilizing the liberty select cycler and the patient¿s serious adverse event(s) of fluid overload, characterized by severe dyspnea, which required hospitalization and additional pd therapy utilizing 2.5% and 4.25% dialysate. Causality was attributed to the patient¿s use of only 1.5% dextrose dialysate and became fluid overloaded. Per the pd registered nurse (pdrn), the events were unrelated to the malfunction or deficiency of any fresenius product(s) and/or device(s). Fluid overload is a common and often preventable process. Patient related factors, such as knowledge base and comfort level can be significant contributing factors limiting the efficacy of the modality. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was ¿rushed¿ to the emergency room (ER) due to breathing problems. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient was hospitalized due to severe dyspnea. Radiological studies performed in the ER indicated the patient was in fluid overload and would require additional fluid removal. The patient continued to undergo ccpd therapy while hospitalized, utilizing 2.5% and 4.25% dextrose-based dialysate solutions to increase ultrafiltration (uf). The pdrn stated the patient recently began pd therapy and is still learning when to change dextrose concentrations to facilitate additional ultrafiltration (uf). The patient was consistently utilizing 1.5% dextrose solution and became fluid overloaded. The patient is reportedly very difficult to contact and attempting follow-up since they began pd therapy has proven difficult. The pdrn reported the patient was scheduled for discharge and is recovering from the event(s). The pdrn stated the events were unrelated to any malfunction and/or deficiency of a fresenius device(s) and/or product(s). Upon discharge, the patient will resume utilizing the same liberty select cycler as before the events.